Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was hypertensive chronic kidney disease and diabetes. The caller stated that the customer was placed in hospice care sometime in (B)(6) and all her complications from diabetes caught up with her. The caller stated that the customer had fluctuating blood glucose levels, heart disease - had a bypass eight to nine years ago, and had a mild stroke in (B)(6) 2014. The customer was not wearing the insulin pump at the time of death; it was disconnected due to illness, a few days prior to passing. Since she was in hospice care, they wanted her off medication and insulin pump therapy. The customer did not use sensors. The caller agreed returning the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump.